Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device problem code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that, during a ureteroscopy procedure, a perculfex plus stent was going to be used. During preparation, the stent shaft was found broken in the middle. Another percuflex plus with suredrive was opened to successfully complete the procedure. No patient complications were reported. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.